Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states that the lancet poked the customer when he was not expecting it to. No adverse event reported. No medical attention required. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.